Event description:
It was reported the needleless connector of the purple lumen of a dl PICC was not being able to be removed. The patient reported ongoing issues with the purple lumen cap getting "stuck" on it. When I assessed, there was clear indication that someone had applied a clamp to try to remove the needleless connector as there were score marks on the hub. Ultimately, the team opted to remove this PICC from the patient, both due to the damage on the hub and the fact that the needleless connector would not come loose. The PICC was replaced for the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.